Event description:
Patient's enfit tubing was not connected to patient at the time. The rn was flushing patient's tubing with sterile water in the sink prior to hooking up patient's tubing to his feed (elecare infant and elecare jr has been used). When this rn was flushing the tube, she noticed blackish-gray liquid coming out the end of the tube. Upon inspection, it did not appear that there was any mold or mold looking substance in the most part of the tubing. This rn got a new enfit extension tube and placed this one in a biohazard bag. According to the patient's chart, the last time the tubing should have been used was the same day at 18:20. Time noted of event was 19:45. Administration of ferrous sulfate, propranolol, and calcium carbonate, all of which are medications that do not have a black color to them. No patient harm was identified. We have identified other recent similar incidents.